Event description:
During preparation, the blue valve ring was dislodged in the loading tube. Patient was never affected. A new provox2 was inserted without problems.

Manufacturer narrative:
Corrective actions have been implemented and reported in connection with follow-up report regarding MFR. Report # 8032044-2007-00004 dated (B)(4) 2007.